Event description:
It was reported to philips healthcare that the etco2 connector on the heartstart mrx was broken and the co2 adapter would not connect. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.